Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the event occurred due to the use of a high frequency instrument without a sufficient distance from the tip. The event can be detected and prevented by handling device in accordance with the following IFU. 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burned tip cover. There was no patient involvement.